Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported: "stop during ventilation." No injury reported.

Manufacturer narrative:
For the investigation the provided information were analysed. On site the service engineer identified the pba m16.2 (therapy control unit) to be faulty ad consequently replaced it. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In case of a complete loss of function, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. After repair the device was tested and no further issues were found.

Event description:
Please see initial report.